Event description:
The manufacturer received information alleging that the dreamstation 2 device emitted an odor resembling hot plastic during use. There was no reported harm or medical intervention. The manufacturer's investigation is ongoing. A third-party service center received the device, but the evaluation had not yet been completed. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This supplemental report is being submitted to provide the final evaluation results. The device was returned to a third-party service center for evaluation. The evaluation found that the complaint was not reproduced, and the device had no traces of burnt material or burnt smell. In addition, the blower box, blower, and blower inlet/outlet seal had unspecified contamination, there was a missing port cover or accessory door, and error codes e153 (abort / pca error) and e020 (reboot error) were found. The device was not repaired due to the customer's request, and the device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This supplemental report is being submitted to provide the final evaluation results. The device was returned to a third-party service center for evaluation. The evaluation found that the complaint was not reproduced, and the device had no traces of burnt material or burnt smell. In addition, the blower box, blower, and blower inlet/outlet seal had unspecified contamination, there was a missing port cover or accessory door, and error codes e153 (abort / pca error) and e020 (reboot error) were found. The device was not repaired due to the customer's request, and the device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.